Manufacturer narrative:
Device history record (DHR) review was unable to be conducted for the device at the time of this report. A follow-up report will follow with the information from the DHR.

Event description:
It was reported by the user that pre procedure set up testing was successfully completed on an atec sapphire25 breast biopsy system on (B)(6) 2026. However, the user reports that once the procedure was started, they were only able to obtain two samples before the "retest" indicator light on the atec console came on. It is reported that the user site removed the needle from the patient; however, the initial samples were inadequate, and a repeat procedure has been scheduled. Injury MDR submitted due to the need for a repeat procedure on the patient.